Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. The reported patient effect of asd, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Based on the information reviewed, the asd appears to be related to procedural conditions, as the sgc is advanced through the septum to gain access to the left atrium for positioning. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the large atrial septal defect (asd). It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. Two clips were implanted, reducing the mr to 1. After the steerable guide catheter (sgc) was removed, an asd with a length of 4cm was observed. An asd occluder was going to be placed for treatment; however, the hospital did not have the correct size. The patient was extubated and remained stable. On the same day, a new asd procedure was performed, implanting a 33mm asd occlude. The patient remained stable and results were noted to be good. No additional information was provided.